Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: creases fold, wear abrasion, opening curved on posterior and white particles inner device leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side tear. Device has been explanted.